Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod. Symptom reported include hyperglycemia, vomiting, stomach pain, dehydration. The patient was treated with fluids, medications (specific names not provided), insulin via intravenous and had a computed tomography (CT) scan. The patient was discharged after one day.